Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/31/2014) - correction: the lay user/patient¿s product(s) has been returned on 09/05/2014 and evaluated on 09/24/2014 (control solution) and 09/30/2014 (test strips) by lifescan product analysis with the following findings: the control solution involved with this complaint passed all testing and the primary complaint was not confirmed; the test strips failed testing as an issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2014), the lay user/patient¿s product(s) has been returned on 09/05/2014 and evaluated on 09/24/2014 (control solution) and 09/30/2014 (test strips) by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.